Manufacturer narrative:
H6: investigation summary photos were received by bd for evaluation. A quality engineer was able to review eight photos of a venflon 18ga from lot # 9031721, regarding item # 391457 with the reported issue that, ¿package damage and does not seal properly¿. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9031721. No customer returned samples are available for investigation but we have received eight photographs of the damaged cartoon from the customer. The retention samples of 9031721 were used for the following investigation. Five retention samples were within conformance to bd specs. There was no damage found on any of the cartons of shelf packs of the lot number 9031721. There was no sealing damage found on any of the retention samples of lot number 9031721. No machine or process breakdown reported during production to packaging of this lot. There was no reported qn generated during production to packaging of this lot. The available photographs confirms the defect. Based on the investigation of the photographs shared, the team analyzed the probable root cause of the damaged products and open sealing could probably be due to exposure of the products to extreme conditions during transportation. The unit pack inside the boxes appear damaged while the shelf boxes are intact which proves that the product inside is subject to extreme conditions that has damaged the unit packs. While the defect is confirmed, the investigating team can only speculate the probable root cause as there is no customer return sample to investigate the exact root cause of the visible damage. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see h.10.

Event description:
It was reported that venflon 2 gn 18ga IV cannula 32mm package was damaged. This occurred on 500 occasions before use. The following information was provided by the initial reporter: package damage and does not seal properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon 2 gn 18ga IV cannula 32mm package was damaged. This occurred on 500 occasions before use. The following information was provided by the initial reporter: package damage and does not seal properly.